Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain lumbar and radiculopathy. It was reported that the patient had their system changed out to get better coverage and programming abilities. Evaluation determined that there was no allegation of a device failure, but standard investigation is needed because the event was determined to be reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not possible, because there is inadequate information to initiate formal investigation activities. The root cause of the issues with coverage or what the details to the issues were remain unknown, further follow-up has been done to try to obtain additional details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.